Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (service code 204) was confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The cause for the failure was isolated to the j1001 connector on the monitor computer/analog pca. A pin on the connector was bent, causing the reported service code. The root cause for the bent connector pin could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was displaying a service code 204 (belt/monitor unusable).